Event description:
Pt with a permanent pacemaker implanted in 1999 called the physician's office with complaints of dyspnea with exertion and fatigue. Initially, upon walk rate the pt had achieved maximum heart rate. After multiple attempts of reprogramming, the physician was unable to sustain an adequate walk rate for this pt despite combined sensor capability of the pacemaker. Pt underwent pacemaker change out in 2001 without complications.